Event description:
A (B)(6) pt called zoll customer support to report that his device was displaying service code 204 (belt/monitor unusable). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code (B)(4)) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted form the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The pt received a replacement monitor.